Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV and patient's concerns with the product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported ¿right side implant tenderness, hard, capsular contracture, baker grade IV and implant exchange from textured to smooth implants due to the patients concerns with the product¿. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface, yellow particles in device outer surface, wear abrasion and one curved opening. A microscopic analysis and leak test were performed which identified one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one striated opening in the side posterior assessed as surgical damage.